Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 09/30/2007, however the correct date is 10/19/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with foreign body sensation (fbs) in the both eyes (ou) post treatment. The fbs was superior in the right eye (od) and inferior in the left eye (os) and a bandage contact lens (bcl) was placed in ou. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of fbs. Patient reported symptoms are not interfering with daily activities. On (B)(6) 2019, when the bcl was removed, an ulcer was noted in the superior os with yellowish dense at 12 o'clock near limbus. On (B)(6) 2019, improving ulcer and patient is being compliant taking vigamox every 2 hours (q2hr) and is to return in 2 days. On (B)(6) 2019, visual acuity (va) is improving and superficial punctate keratitis (spk) was noted in the od. Improving ulcer with faint edges and less dense. Drop down vigamox to 4 times a day os and tears 1 hour and vitamin c 1g. On (B)(6) 2019, patient presented with pain, light sensitivity and redness. Feeling better direct/current vigamox 2 days ago since rant out. Ulcer is improving (faint) and +spk os resolving. Patient is to return if redness/pain occurs and is to continue with tears every hour (q1hr) and ointment every evening. Patient is happy. Bcva from (B)(6) 2019: right eye pre-op 20/20 -4.25 x -2.25 x 5; left eye pre-op 20/20 -4.00 x -1.25 x 0.